Manufacturer narrative:
(B)(4).

Event description:
It was reported that "the doctor found the swg kinked prior to the patient". No patient involvement.

Event description:
It was reported that "the doctor found the swg kinked prior to the patient". No patient involvement.

Manufacturer narrative:
(B)(4). The customer returned one guide wire assembly for analysis. The end cap and straightener tubing were not returned. Definite signs of use were observed on the returned guide wire, which indicates that the customer handled the device. Visual analysis revealed that the guide wire contained two kinks at the distal j-bend. Upon full assembly with a lab inventory end cap and straightener tube, the kinking in the guide wire was located within the areas that are protected by the end cap and assembly tubing during packaging, shipping, and handling. Microscopic examination confirmed both welds were present and spherical. The kinks on the guide wire measured 5 and 11mm from the distal weld. The total length of the swg measured 602mm, which is within the specification limits of 596-604mm per the guide wire product drawing. The outer diameter of the swg measured 0.80mm, which is within specifications of 0.788: 0.826mm per the guide wire product drawing. The returned swg was functionally tested per the instructions for use (IFU). The IFU provided with this kit states, "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle". The undamaged portions of the wire passed through a lab inventory arrow raulerson syringe (ars)/18ga introducer needle subassembly, and little to no resistance was experienced. A manual tug test confirmed the distal and proximal welds were secure. A device history record review was performed, and no relevant findings were identified. The IFU provided with this kit warns the user, "do not use if package has been previously opened or damaged". The customer report of a kinked guide wire was confirmed through complaint investigation of the returned sample. Visual inspection revealed kinking of the guide wire at the distal j-bend. During full assembly, the kinking in the guide wire is located within the areas that are protected by the end cap during packaging, shipping, and handling. Definite signs of use were also observed which indicate customer handling of the guide wire. Despite the damage, all relevant dimensional and functional requirements were met, and a device history record review did not reveal any relevant findings. Based on the customer report and the sample received, the root cause cannot be determined. Teleflex will continue to monitor and trend for complaints of this nature.